Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) placed in 2011. Consumer reported that she a rejection the day after insertion. According to her, she has five years with essure placed and has gone to urgencies service several times due to bleedings and pelvic pain. Patient is waiting for allergy to metal tests to be performed. According to reporter, she also experienced urinary infections, inflammation on belly "like if she was pregnant", rash on body, itching, headaches, menstrual period twice per month in the last six months, painful sexual intercourse, and inflammation on lower belly after sexual intercourse. She has not recovered from events and considered all events related to essure. In addition, consumer informed that she has low blood pressure as concurrent condition. She received the following concomitant medication: paracetamol (paracetamol) and voltaren (diclofenac) and was treated with analgesics and anti-inflammatories (for pain) and with augmentine (augmentin). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Consumer has gone to urgencies service several times. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
In 2011, the patient started essure. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and menorrhagia ("hypermenorrhea"). In (B)(6) 2016, the patient experienced vaginal discharge ("leukorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary infections"), the first episode of inflammation ("inflammation on belly "like if she was pregnant""), rash generalised ("rash on body") with pruritus, headache ("headaches"), polymenorrhoea ("she has had her menstrual period twice per month in the last six months"), dyspareunia ("painful sexual intercourse"), the second episode of inflammation ("inflammation on lower belly after sexual intercourse"), abdominal pain ("colic pain") and urinary incontinence ("urine loss"). The patient was treated with augmentin (augmentine), analgesics and antiinflammatory/antirheumatic non-steroids. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, first episode of inflammation, rash generalised, headache, polymenorrhoea, dyspareunia, second episode of inflammation, abdominal pain, urinary incontinence, dysmenorrhoea, menorrhagia and vaginal discharge had not resolved. The reporter considered pelvic pain, genital haemorrhage, urinary tract infection, the first episode of inflammation, rash generalised, headache, polymenorrhoea, dyspareunia, the second episode of inflammation, abdominal pain, urinary incontinence, dysmenorrhoea, menorrhagia and vaginal discharge to be related to essure. The reporter commented: consumer reported that she a rejection the day after insertion. An hysteroscopy was scheduled in 2011 in order to rule out a rejection but the patient did not go. The pain diminished. The physician did not provide more information and is not very pleased with the device. About the causality , the physician commented that the experience that they have is not very good. Diagnostic results (normal ranges are provided in parenthesis if available): in 2011: hysterosalpingogram result was essure was in situ without tubal patency. Two analytical tests and a hormonal test were performed on unspecified date in which menopause and pregnancy were discarded. Most recent follow-up information incorporated above includes: on 31-jan-2017: physician provided event information, new events (colic pain, urine loss, dysmenorrhea, hypermenorrhea and leucorrhea). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain / pain") and genital haemorrhage ("bleedings"). Consumer has gone to urgencies service several times. Both events are anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature, a causal relationship with suspect insert cannot be excluded. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the event's nature and in the lack of an alternative explanation, causality with genital haemorrhage and the suspect insert cannot be excluded. This case was regarded as incident since intervention was performed. Additionally, non-serious events were reported. Further information and a product technical analysis are being sought.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-feb-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 23-feb-2017: quality safety evaluation of ptc. On 3-mar-2017: updated quality-safety evaluation of ptc without major changes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain / pain") and genital haemorrhage ("bleedings"). Consumer has gone to urgencies service several times. Both events are anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature, a causal relationship with suspect insert cannot be excluded. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the event's nature and in the lack of an alternative explanation, causality with genital haemorrhage and the suspect insert cannot be excluded. This case was regarded as incident since intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information could be obtained.